Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The manufacturer representative reported that there was a 3058 implantable neuro stimulator (ins) malfunction. The event occurred during procedure. The 3085 was implanted on (B)(6) 2015 and it was completely explanted on (B)(6) 2015. The set screw on the ins would not tighten. The issue was identified when an impedance check was done during implantation. There were several impedance's with all electrodes showing over 4,000 ohms. The lead was taken out of the device, all of the devices were dried and the lead was re-inserted. They tried to tighten the set screw down until they heard a click but they could not do it. The device was replaced and would be returned. The patient was not harmed. The issue was resolved at the time of the report. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturing representative (rep) reported that the device was returned to the manufacturer for analysis. The screw wouldn't tighten correctly and impedances were all >4000. It was no normal battery depletion and the device was not used in the patient. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of stimulator serial number (B)(4) reveals the setscrew was backed out too far.